Manufacturer narrative:
When the sheath was returned to the boston scientific's post market laboratory it was first visually inspected, and no abnormalities were noted. Next, the sheath was tested for leaks by testing aspiration and irrigation. During the testing the sheath failed to maintain pressure during positive irrigation testing or vacuum aspiration testing. The sheath valve was then observed under a microscope where a tear was found near the center slit of the internal valve. Boston scientific's investigation determined a tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically. Based on all available information, boston scientific assigned the investigation conclusion code of 'cause traced to device design.'

Event description:
It was reported that during a pulse field ablation procedure, a faradrive steerable sheath was selected for use. Before the postmap, when the mapping catheter was replaced, air was pulled the entire time from the side port. Thus, the sheath was replaced and the procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis.

Event description:
It was reported that during a pulse field ablation procedure, a faradrive steerable sheath was selected for use. Before the postmap, when the mapping catheter was replaced, air was pulled the entire time from the side port. Thus, the sheath was replaced and the procedure was completed successfully. No patient complications occurred. The sheath has been received for analysis.